Event description:
The event involved a plum xl3m infusion pump. The customer reported that the device showed an error and smoke phenomenon. The event occurred during start up and there was no report of patient involvement or patient harm.

Manufacturer narrative:
The device was received for evaluation on may 31, 2022. Customer reported event "smoke phenomenon and show error" was duplicated during investigation. Tried to turn on the device, all 3 channels couldn't boot up normally. After, disassembled the device, the inner part generated burnt smell, also found the power supply board showed charring at surface. There was evidence that showed foreign liquid was spilled into the pump. The probable cause of that charring power supply board is foreign liquid infuse into the device, then caused electrical wire and component being shortcut. However, the power supply board was discontinued. The device was awaiting for scrapping. A secondary review was done and the complaint was confirmed during the investigation. The ¿show error¿ complaint was duplicated as the device could not boot up, and the ¿smoke phenomenon¿ complaint was confirmed through visual inspection by the engineer performing the pci (product complaint investigation). An internal inspection of the device found a burning smell, charring on the power supply and evidence of fluid ingress on the internal components of the device. A 12 month history of the device found one unrelated complaint in the past 12 months. Due to the nature of the complaint an alarm/device log review and customer protocol testing were not applicable. A device history record (DHR) review was not required as the pump was not an out of box failure and was not manufactured within in the past 2 years. Complaint was confirmed. The investigation found that fluid ingress on the power supply pwa was the probable cause of the smoke and error reported. Device is to be destroyed.